Manufacturer narrative:
(B)(4). A batch review was performed for potentially associated lot number (gd884445) with no defects noted. The cause of the peritonitis was undetermined. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4) - as the date of onset of this peritonitis event is unknown the sample was not requested. Should additional information become available, and/or upon conclusion of baxter's investigation a follow-up report will be submitted. This is the second of four reports associated with this event.

Event description:
A customer contacted baxter's technical service center to report a patient death. Per the initial report, the caregiver (cg) reported the home patient (hp) passed away last week. On (B)(6) 2011, baxter spoke to the peritoneal dialysis nurse (pdrn) who confirmed that the hp died on (B)(6) 2011. The cause of death was unknown at the time of this report. The pdrn stated the death was unrelated to the baxter pd products. On (B)(6) 2011, a baxter clinician spoke with the hp's wife who stated that the hp's peritoneal dialysis (pd) therapy was ongoing at the time of death. On (B)(6) 2011, the hp became sick very suddenly with complaints of constipation and abdominal pain. They went to the emergency room for an evaluation and admitted that same day with a diagnosis of peritonitis and constipation. Culture results and treatment were unknown. On (B)(6) 2011 while still hospitalized, the hp died very suddenly as he was having a conversation with family at the bedside. The wife stated that the cause of death was peritonitis and constipation.